Event description:
It was reported the insulin pump alarmed low battery. Customer attempted to fix anomaly with new battery. New battery was changed and it did not resolve issue. Battery cap was cleaned and anomaly persisted. The device was alarming miss leading battery test and attention modus. Customer's blood glucose was 11.7 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to faulty battery tube. Unable to verify weak battery or low battery alarm due to constant failed battery test alarm. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.